Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. No excessive no delivery alarms noted. The insulin pump was received with intermittent act due to flattened dome switches (no crease). No unlocked lcd keypad connector. The insulin pump was received with cracked case at the display window corner, display window and reservoir tube lip, minor scratched display window, case and keypad overlay and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer was advised a tubing clamp will be sent to perform the high pressure test. The product was returned for analysis.